Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was 400mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. The customer went to the emergency room and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was released later that same day, (B)(6) 2026. The customer continued to use the pump for insulin therapy.